Event description:
It was reported that the device will intermittently lose power following an non invasive blood pressure (nibp) measurement. The device operator was able to turn the device back on within one second. There were no adverse affects to the pt reported as a result of device use.

Manufacturer narrative:
(B) (4). Physio-control initially evaluated the device; however, the reported failure was not duplicated. Proper device operation was confirmed during functional and performance testing. Additional device evaluation was performed by physio-control's failure analysis center. An intermittent loss of power was duplicated. The root cause of the reported failure was determined to be due to conductive foam adhesive tape inside the device intermittently coming into contact with the power pcb assembly circuitry and causing the device to power off. A replacement device was provided to the customer.